Manufacturer narrative:
Corrected information was provided in d.4. Additional information was provided in b.5.,d.10., h.3., h.6. And h.11. The device with the broken haptic was returned in the blister tray in the carton. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. A broken haptic was observed. The haptic was on the left side of the plunger in the groove (correct). The haptic distal tip was oriented toward the nozzle tip. The remainder of the lens was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified viscoelastic was used. The root cause for the reported complaint could not be determined. The broken haptic was on the correct side of the plunger. The distal portion was facing the end of the nozzle. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Information was provided that the damaged lens was left implanted. The follow up information indicated that they will schedule an explant and replace the damaged lens with a replacement lens. The specific model and diopter of the replacement lens was not provided. New information was received. According to the doctor, a replacement lens was already used. The condition of the patient is good. The replacement lens information was not provided. File will be reopened if new information or the remainder of the lens is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the lens was exchanged with an unspecified iol in a secondary procedure. The patient¿s condition was good.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the trailing haptic was chipped off by the plunger, despite being completely filled with ophthalmic viscosurgical device (ovd). The surgery was successfully completed because the damaged iol implanted inside the bag. They planned to schedule another surgery to replace the damaged iol. Additional information was received stating that, the patient was stable and there was no patient harm.